Event description:
Additional information was received from the patient. They reported that almost a year ago they began to have instances of the ins turning off when they walked through the security system at walmart. The patient noted that this happened once in a while, and it never happened at sam's club. The patient mentioned that one of the instances of the ins turning off resulted in them being in pain for 3 days and they couldn't figure out why. The patient reported this to their hcp. The patient added that sometimes their ins will set off metal detectors. Agent documented reported event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to hcp today and were told their ins had been off for three days. Patient stated they did not turn it off, but did go through a walmart security system. Patient stated they had been having problems for the three days ins was off. Agent reviewed security gates guidelines regarding turning ins off before going through. Patient stated they would do that from now on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.